Manufacturer narrative:
The investigation into the limb ischemia ¿ reversible has been completed. The device and data were not returned for investigation. As the necessary clinical information was not provided and the device was not returned, the root cause of the limb ischemia was not determined.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.

Event description:
The complainant reported that a 60-year-old male patient experienced a decrease in distal flow following impella implant. It was noted that the patient had required a high dose of levo during a scheduled high risk percutaneous coronary intervention procedure leading up to the loss in distal pulse. As a result of the loss of flow, an external fem-fem bypass was placed. Support continued with the implanted pump until the patient eventually passed from their condition. There was no allegation or evidence of device association between the impella pump and the patient's passing.